Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms continuously. No patient injury was reported.

Event description:
Additional information received by smiths medical/ICU on (B)(6)2022 via email and attached to complaint object: customer stated that he is not aware of this event occurring during use with a patient.

Manufacturer narrative:
Additional information received by smiths medical/ICU on (B)(6)2022 via email and attached to complaint object: customer stated that he is not aware of this event occurring during use with a patient. (Updated b5), corrected data: the model was not documented in the initial report. (Updated d4).

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken, the bottom case was cracked, and the battery was non-conformant. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. The root cause of the reported problem is from customer damage to the interconnect board. Replaced the damaged bottom case, replaced the main board for the bootbank, installed a factory battery, performed function and delivery tests. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.